Manufacturer narrative:
Initial reporter address- full address name of the establishment is (B)(6). The subject device was received and evaluated . Device evaluation found the reported issue of "poor air supply" was not confirmed however, clogged nozzle was observed. Service repair noted "nozzle has foreign objects". This condition was attributed to insufficient cleaning (handling problems). Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, the following defects/findings were identified during device inspection: distal end and c-cover found with a burn, this indicated that the high energy endotherapy accessories were used without ensuring the sufficient distance from the distal end. Adhesives around light guide ( lg) lens has white-clouded area. Adhesive around objective lens noted peeled. Scratch found on switch 1, objective lens, protector of universal cord on s-connector side, connecting tube. Angulation in up direction out of specifications due to stretched angle wire. Due to wear of angle wire, the play of up/down knob is out of the standard value. A-rubber (bending section) adhesive has a crack. Image inspection noted with white/black dots and lack of image (due to a scratch on objective lens). The information regarding customer reprocessing and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted ¿properly implemented¿. Manual cleaning: flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Wiped/brushed the air/water nozzle with clean lint free cloths brushes and sponges no abnormalities on the accessories used for reprocessing. Concerns on reprocessing- no information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " poor air supply¿. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material could not be specified. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.